Event description:
A customer reported experiencing a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing a complete pump reset, guiding them through the process, and advising them to change supplies as needed before resuming their deliveries. After the reset, the error did not reappear, and the customer successfully started their sensor session.